Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and found that the bearing housing was loose. It was noted that the bearing pins were delivered loose, two planetary gears were missing, and the bearing was corroded. It was also noted that the device failed pretest for verify if secured with pin. It was determined that this failed pretest was a normal consequence of the defect covered from a recall action for pin rework. It was also noted that since this is a recall device, a root cause will not be provided for the additional failures. Therefore, a root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the oscillating saw attachment device did not work. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.